Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. During evaluation the "system error" reported by the customer was determined through a review of the event history log to be a system error 105. The device was found out of specification in relation to the reported system error 105, which was not reproduced. System error 105 was confirmed and caused by a seized motor. Evaluation also found a severed mount screw which can cause a system error 105. The failed motor assembly was replaced.

Event description:
It was reported that a spectrum pump displayed a system error in the intensive care unit. It was also reported there was no patient injury.